Event description:
It was reported that the bd maxzero needleless connector was occluded. The following information was provided by the initial reporter, translated from portuguese to english: on (B)(6), after the patient's PICC was maintained and the needle-free connector was replaced, the liquid stopped dripping, blood was drawn back smoothly, and the tube was flushed smoothly.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Device evaluation: a mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25025396. The feedback provided by the customer states that, "after replacing the needle-free connector during PICC maintenance, the patient experienced a lack of fluid flow." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25025396 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.